Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant of an implantable pulse generator (ipg) system, the patient became agitated in the ward to the extent of scratching the pocket wound. Pacing failure was observed on the electrocardiogram, prompting a pacemaker check. Although no abnormalities in the impedance were detected, pacing capture could not be confirmed despite changes in output. An x-ray revealed that the lead had dislodged on the atrial side, leading to a lead repositioning operation being performed on the same day. The lead remains in use. No patient complications have been reported as a result of this event.